Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report. A follow up medwatch will be submitted once the investigation is completed.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece did not work. The surgery delay was between 31 minutes and 1 hours because the universal modular electric/battery double trigger handpiece did not work. There were no harm or no injury to patient or operator.

Manufacturer narrative:
Universal modular electric/battery double trigger handpiece, serial number (B)(4) was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, it was confirmed that the motor was noisy and the device had a defective battery support. These two defects cannot explain the defect noticed by the customer. The defect reported by the customer (product not functional) was not confirmed. Therefore, no root cause could be determined. As repair, both motor and battery support were replaced.

Event description:
The adverse event reported was a delay in surgery between 30 minutes and 1 hour.

Manufacturer narrative:
Universal modular electric/battery double trigger handpiece, serial number (B)(4) was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, it was confirmed that the motor was noisy and the device had a defective battery support. These two defects cannot explain the defect noticed by the customer. The defect reported by the customer (product not functional) was not confirmed. Therefore, no root cause could be determined. As of repair, both motor and battery support were replaced. Additional information was received about availability of the backup device for the completion of the surgery. The backup device was available but not ready for use. The reason of the delay was due to the time needed to prepare it (sterilization).